Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
During surgery, the output level dropped to the default value and became unable to be adjusted by the control dial. The error was solved by rebooting the device. This event occurred about 4 months after purchase, and there was no problem with the same product purchased at the same time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received was fully operational. The rf output was within specifications. No updates needed. The unit was tested numerous times over several days. No failures were observed. This problem was duplicated at low line voltage of approximately 84 vac. Problem possibly due to a low line voltage, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.